Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. A DHR review and complaint investigation of the returned complaint sample associated with the biosentry tract sealant complaint for stylet unable to advance through the biosentry adaptor (could not deploy the plug) have been completed. Root cause for this occurrence was determined to be the proximal end of the adaptor having a molding non-conformance where the opening to the lumen is occluded. Root cause for this occurrence was determined to be the proximal end of the adaptor having a molding non-conformance where the opening to the lumen is occluded.

Event description:
It was reported that when the physician attempted to deploy the biosentry the pusher sylet did not sit well/align within the track and the plug did not deploy. The customer stated "that it felt rough and something was off." He removed and used another biosentry track sealant system which worked just fine. No patient injury was reported.